Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the patient disconnecting incorrectly from the setup and then reconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in line/set) alarm on a homechoice (hc) device. This occurred during use. The hp indicated that they had disconnected incorrectly from the setup and then reconnected. The technical service representative (tsr) reviewed proper procedures with the hp. The hp planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.